Event description:
The customer reported via phone call that the insulin pump had a battery out limit. During troubleshooting, the customer was unable to clear the battery out limit and received a failed battery test. The customer changed the insulin pump's battery and cleared the failed battery test. Blood glucose level at the time of the incident was not provided. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.